Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery during the fill tubing process. The blood glucose reading was 218 mg/dl. Upon troubleshooting, the customer stated that insulin did not exit the tubing with a plunger push, and there was more resistance than normal. The customer was advised that the alarm was caused by an infusion set or reservoir connection issue. Nothing further reported.